Manufacturer narrative:
(B)(4). Patient weight unknown / not provided. Additional 510k numbers include k011028 and k013227.

Event description:
It was reported that the implant (B)(4) fractured during placement. The doctor was able to place another implant in the same procedure with no injury to the patient.

Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection with a mating mount. A visual inspection revealed that the device shows minimal signs of wear about the threaded region. The device shows no signs of damage or fracturing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system 5161, rev. 3/12. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. The complaint was unconfirmed based on the visual inspection. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G1: contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that the implant (tsvwb10) fractured during placement. The doctor was able to place another implant in the same procedure with no injury to the patient. Tooth location 3.